Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient already on ECMO and impella 5.5. Patient to or for chest washout and tracheostomy. The patient was having suction alarms on impella with echo showing catheter too deep and against the left ventricular wall. Unable to reposition catheter as flows dropped to zero, so patient taken to or for impella removal. Patient remained on ECMO support. During impella 5.5 support, the patient experienced the device in wrong position and low or blocked pump flow. The patient experienced suction alarms and the pump was found to be deep and up against the wall with echo imaging. The pump flows were described as 1.1-2, but when repositioning the displayed flows dropped to zero. The p-level was lowered to p2 and the impella 5.5 was removed. The device in wrong position and low or blocked pump flow are considered reportable malfunctions.

Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.